Manufacturer narrative:
Date of explant not provided as device remains partially implanted in patient. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-00854, 1627487-2021-00855. It was reported that during a lead replacement procedure on (B)(6) 2021 (manufacturer report number 1627487-2021-00643, 1627487-2019-08352), 3 of the 4 drg leads were unable to be fully explanted, and therefore are still partially implanted in the patient. Physician was unable to fully explant s3 and t12 leads due to patient anatomy, so these two leads were cut at the ipg site. The t11 lead was unable to be fully explanted due to lead fracture, so only the distal portion of the t11 lead was explanted. It is unknown if the t11 fracture happened during the procedure or prior to procedure.